Event description:
According to the initial information received, an amplatzer vascular plug (avp) was implanted in a patient due to "pelvic congestion." The patient was discharged but was brought back to the hospital the next day because the avp had migrated to the patient's lung. The patient was referred for surgery; after a three-hour procedure, the avp was successfully retrieved. The patient was stable.

Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the migration remains unknown and the patient was reportedly doing well after the avp (device family unknown) was retrieved.

Manufacturer narrative:
Additional information was requested. When further information becomes available, a supplemental report will be submitted.